Manufacturer narrative:
Sample collection and centrifugation info was not provided. Customer ran system checks on three separate days which passed all parameters. Customer stated that the low-level qc recovery has been "erratic" with out-of-range high fliers. Customer ran a precision run with low level qc and stated that run was 'imprecise". A field service engineer (fse) was onsite in 2008: fse performed diagnostic testing which failed. Fse performed a preventive maintenance (pm). Fse verified instrument as performing to specifications. Fse was re-dispatched, after customer called cts again that evening after receiving another high erroneous accutni, which was normal on their back-up instrument. Fse found problem with precision pump fluidics manifold, which was replaced. System was verified as performing to specifications. Hardware issues addressed by the fse may have contributed to this event, however, a clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxc 600i synchron access clinical system for three pts. Customer tested a pt sample for accutni and obtained results of 0.55 and 0.26ng/ml . When tested on a different instrument, it gave a result of 0.16ng/ml. Another pt's sample when tested gave accutni results of 0.95 and 0.07 ng/ml. Upon repeat on another instrument it gave results of 0.06 and 0.07ng/ml. A third pt's sample when tested gave a result of "approx 2ng/ml" and "approx 10.00ng/ml" was obtained as a result of an automatic rerun of previous accutni result and upon repeat on a different instrument, it gave a result of 0.02ng/ml. The erroneous results were reported outside of the laboratory. Customer was not made aware of death, injury, or change in pt treatment connected or attributed to this event.